Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a metacarpal fracture surgery. During the surgery, a drill bit broke but the fragment was recovered. A backup device was used. The broken drill bit was discarded and a new one was used. There was a ten (10) minutes surgical delay. The procedure was successfully completed. Patient status is unknown. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).